Event description:
It was reported that during a da vinci-assisted hemicolectomy procedure, the customer encountered a recoverable fault during the process of firing a blue sureform 60 reload with a sureform 60 stapler instrument on the common channel. The stapler instrument was removed and the stapler reload was changed. This firing resulted in no malformed staples or missing staples. The stapler reload had an exposed blade. No tissue was stuck to the reload and no abnormal bleeding occurred. There was no unplanned tissue removal. The surgeon was concerned about a couple of rows of staples on the anastomosis so she had to fire another stapler reload on the common channel. The new stapler reload was fired on the anastomosis utilizing the same stapler instrument. The surgeon also oversewed with suture. The stapler instrument and reload are not available for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. There are no photos or videos for review. The case was completed robotically.

Manufacturer narrative:
An isi failure analysis engineer (fae) reviewed the stapler logs for the stapler instrument used in this event and the following info was provided: the logs show a sureform 60 stapler instrument (part #480460-09; lot #k11240504-0544) was installed on the system 9 times and fired 7 reloads (2 blue, 1 white, 4 blue, in that order). On installs 1-3, 6, and 9, aside from some aborted clamp attempts, all other clamps were successful, and the firings were each completed with no pauses for compression. On install 4, the user made 6 aborted clamps, and 4 incomplete clamp attempts, ranging from approximately 48% to approximately 52% completion. No firing was attempted. On install 5, the system failed to detect the reload color, and the user manually selected the blue reload on the surgeon side console (ssc) touchpad. The two clamps were aborted; however, the 3rd clamp was successful, and the firing was completed with no pauses for compression. On install 7, a blue reload was loaded; however, no firing was attempted. On install 8, the first two clamp attempts were successful. The user initiated a firing, but at the same timestamp, the logs show a recoverable communication error. As the error occurred during the firing, the firing was not recorded in the logs. After the final install, the stapler instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs.